Manufacturer narrative:
The returned device was evaluated. During this evaluation, the device was unable to obtain any readings since it did not power on with either ac or dc power. Internal inspection revealed the ac fuses (f1) and (f2) on the system circuit board were both blown and were not allowing the unit to power on using ac power and charge the battery. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.

Event description:
It was reported: "the unit is shutting off on its own. The unit will not power on even when plugged in". No consequences or impact to patient was reported.